Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 6 devices were received. 3 device investigation types have not yet been determined. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. - 6 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 previously reported events are included in this follow-up record. Product return status 6 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 9 previously reported events are included in this follow-up record. Product return status 7 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.